Event description:
It was reported by the provider that the pilot valve is not shifting. Independent repair statement confirms this as the key failure. Also, the unit is alarming/red light and a tie wrap was found to be leaking. No patient injury alleged, no additional information provided.